Event description:
The surgeon reported: "after vitrectomy fluid/air exchange was activated via the automatic f/ax valve. No air came into the eye. All tubing was examined for kinking etc. Bss was infused into the eye again. That worked and f/ax was initiated once more, still without any success. There was no harm to the patient and surgery was completed without performing the f/ax." Additional information was requested.

Event description:
This is a spontaneous report by a nurse from the USA of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. During a call with baxter customer service, the patient's nurse reported the following information. On (B)(6) 2010, the patient was hospitalized and diagnosed with peritonitis. The cause of the peritonitis was unreported. It was unreported whether treatment was provided. Pd therapy was ongoing. On (B)(6) 2010, the patient was discharged from the hospital and had recovered from the peritonitis.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Root cause could not be determined based on information available in this complaint report. A batch review was performed for suspect lot numbers (gd876482 and gd874842 ), with no defects noted. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.